Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the pre-evaluation was unable to be completed due to the screen not turning on. It is recommended to replace the screen to resolve the issue. No repairs were performed. The unit has been scrapped. Additionally, the device powered on and operated as it should.